Manufacturer narrative:
Unique identifier (UDI) # - (B)(4).

Event description:
The dentist reported a screw fractured.

Manufacturer narrative:
Visual inspection of the abutment screw confirmed that it was fractured 2 threads below the collar. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.